Event description:
It was reported that a baby opened the front door and fell out of the incubator. No pt injury was discovered.

Manufacturer narrative:
Response to FDA request, dated on feb. 10, 1998: the sex of the pt is unknown. The event problem codes are already addressed by the user manual.